Event description:
The plaintiff's attorney alleged that the plaintiff experienced a cardiovascular event on or about (B)(6) 2010 after the use of the product.

Manufacturer narrative:
This is one event (death) for the same patient involving three separate products; associated MDR #s 1225714-2014-05474, 1225714-2014-05475 and 2937457-2014-01375.